Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, the device was alarming constantly when turned on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information received via email from customer on 28-nov-2022 and attached in complaint: date of event updated in complaint: 11/08/2022. Event occurred prior to use.

Manufacturer narrative:
B5: additional information: h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: device evaluation: one device received for investigation. The device was in good condition with no appearance of any physical damage. Event history log showed a backup audible alarm post error. Backup audible alarm post error found at power up. Main board does not operate as intended. The main board was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in previously.